Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose that day was 326 mg/dl range with unspecified ketones. No additional information was provided and troubleshooting was refused. Several unsuccessful attempts to contact the patient were made. This complaint is being reported because a device issue or device use error could not be ruled out as a contributing factor to the reported health event.